Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.5x12mm promus element plus stent was deployed to treat the lesion and it was noted that the stent foreshortened upon deployment. The procedure was completed with the implant of a 3.5x20mm promus element plus stent to fix the proximal edge of the previously placed stent. A 3.75x15mm quantum balloon catheter was used to post dilate the lesion and everything went fine. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a bsc ID supplemental medwatch will be filed. (B)(4).